Event description:
On (B)(6) 2012, the patient contacted animas to report that the pump "continues to prime after buttons are pushed." The patient stated that after the load step of the priming process, there would be less insulin remaining in the pump. Expelling insulin through the infusion set during the load step is not an expected behavior of the pump. Animas customer service representative confirmed with the patient that insulin was coming into the tubing during the load step and occasionally expelling threw the tubing. This reported issue started approximately 1 month ago. The reported issue was not resolved with troubleshooting. There was no allegation of harm as a result of the reported issue. However, this complaint is being reported because the pump was expelling insulin through the tubing through the load step. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.